Event description:
It was reported that a certified staff member successfully achieved arteriotomy closure using the perclose device during an unk procedure. The pt returned to the physician with diminished pulse and claudication. The angiogram revealed 50% stenosis in the area of the perclose. Pta procedure was performed and the pt's symptoms were reported to be continuing. The pt is being evaluated for surgical correction.

Manufacturer narrative:
The device was not returned and there was no lot info. We were not able to perform device inspection or device history record review in this case.